Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The service history review revealed repetitive issues with f-38 alarms. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. There was no patient involvement as this occurred before patient use. No additional information is available.